Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator and right ventricular (rv) lead exhibited low level noise, oversensing and pacing inhibition of about two seconds. There appeared to be asystole of greater than two seconds. Boston scientific technical services discussed possible electromagnetic interference. The health care professional was going to investigate further. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator and right ventricular (rv) lead exhibited low level noise, oversensing and pacing inhibition of about two seconds. There appeared to be asystole of greater than two seconds. Boston scientific technical services discussed possible electromagnetic interference. The health care professional was going to investigate further. The device remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent non-invasive programmed stimulation following a change in rv sensitivity. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator and right ventricular (rv) lead exhibited low level noise, oversensing and pacing inhibition of about two seconds. There appeared to be asystole of greater than two seconds. Boston scientific technical services discussed possible electromagnetic interference. The health care professional was going to investigate further. The device remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent non-invasive programmed stimulation following a change in rv sensitivity. The device remains in service. No additional adverse patient effects were reported. Additional information indicated that this ICD was explanted due to therapy upgrade. No adverse patient effects were reported. This device was returned to boston scientific for further analysis.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. If additional information is received, a supplemental report will be filed at that time.